Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Punctured. The band/balloon with 16cm of catheter was returned for evaluation. Upon visual inspection, it was observed that the balloon was returned torn on the limit of adhesive near closed end (suture hole side). It was also noted that the buckle was torn on one side. Causes of fluid loss may occur as a result of improper handling of the balloon during surgery or with the use of an incorrect filling solution. The short implant time is suggestive that damage may have occurred during implantation. It is also noted that the user is instructed to leak test the balloon prior to implantation to assure the integrity of the balloon. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue. It is also noted that all devices are 100% leaked tested prior to distribution; therefore it is unlikely that a manufacturing issue contributed to the reported event.

Event description:
It was reported that post implant a swedish adjustable gastric band, there was a balloon leak detected via x-ray. The band was explanted and a new band implanted. There was no reported patient consequence.